Event description:
It was reported that packaging for three guide wires were received opened. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device has been returned for analysis; however, an investigation of the reported event is currently in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.